Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional. A us distributor reported that a battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation, the rear response button was non-functional. The root cause of the non-functional response button cannot be positively identified. Device evaluation of battery pack sn (B)(6) has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified.